Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor started drifting negative (as low as -10mmhg). Per the nurse, the icp values were unreliable. They would fluctuate from -4mmhg to 13mmhg while the patient was sleeping. The values tended to be cyclical and did not correlate with the fluid-coupled transducer icp which maintained a consistent 4mmhg-6mmhg. The initial reading was 2mmhg. The sensor was explanted on an unknown date. Patient is stable.

Manufacturer narrative:
The cerelink icp probe basic kit (826850) was returned for evaluation. Failure analysis: the issue of the complaint was not confirmed. No visible damage to the millar sensor or connector, catheter has several kinks. Icp express with reading 503 and the device passed electronic, noise, linearity/hysteresis, and signal drift tests. After initial water pattern test, the device ran on the cerelink monitor from (B)(6) 2022 to (B)(6) 2022 and passed with no drifting or fluctuations. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due an external variable affecting the performance of the sensor. It could be placement, patient movement or electrical interference.

Event description:
N/a.